Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient had poor/no telemetry with recharging. The patient stated that they were unable to connect one time in the past and they met with a rep at their healthcare provider¿s (hcp) office to resolve the issue. The caller stated that they had moved the antenna around, turned the dial and ¿it made no difference¿ in regards to their current issue of not being able to connect to their ins. It was indicated that the last time the patient successfully charged their device was ¿maybe two weeks ago¿. The caller indicated that they did not charge because sometimes they do not need it. They stated that sometimes they charge every day and sometimes they charge after a couple of weeks. It was reported that the patient was not able to communicate with another external device (patient programmer). The patient was redirected to follow-up with the healthcare provider (hcp) to address the possible overdischarge. It was also indicated that the ¿device masks the patient¿s pain sometimes and sometimes it does not¿. Their pain was in t heir lower back and legs. They stated that they ¿crank it up¿ when they run out of medication. It was indicated that the device did some good, but does not cover all of their pain. This had been occurring since implant ((B)(6) 2019). It was reported that the patient¿s first occurrence of not being able to connect to their ins with their recharger occurred in 2018 and earlier this week or late last week they were again unable to connect with their recharger to their ins. An email was sent to a manufacturer representative (rep) to let them know about the patient¿s reposition antenna screen on their recharger and poor communication screen seen on their programmer. Additional information was received from the patient. It was reported that patient was coordinating a time to meet with rep at hcp office to wake his device up from a deep sleep (device is over-discharged). No further complications were reported/anticipated. Additional information was received from the healthcare provider (hcp) reporting that they got a letter in the mail regarding the patient's lack of telemetry with the ins and possible overdischarge. The hcp wanted to have a rep come and check the patient's system to have some adjustments made. They were transferred to the national answering services to page a rep. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) (B)(6) 2019. It was reported patient's ins was 5 years old and had ins battery replacement last week. Caller reports patient had ins replacement due to frequent charging. Caller reports patient indicated he was charging every day and it took a couple of hours to charged. Caller reports patient indicated in the past, patient thought he had two jump starts on his device, overdischarge. No patient symptoms were reported. No further complications were reported/anticipated.